Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main 2.1 and 2.2 were failed and not detected, no power was going to boards. The field service engineer (fse) replaced the pyxibus control board and both drawer control boards. They successfully configured the drawers to clear all hardware failures. The customer then performed inventory counts, confirming that all drawers were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was black and offline on remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.